Event description:
It was reported that a pump had a broken pump-side ple clamp adaptor. During the evaluation, it was also found that the pump had no audio function.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and the pump-side pole clamp adaptor was observed to be damaged. Further evaluation found that the pump's audio function was not present. The absence of audio was due to a failed 1 watt speaker. All detection capabilities and functions performed as expected. This report is being submitted due to the potential for patient injury that could result from the lack of audio function. At this time, the date of event is unknown.